Event description:
Plaintiffs allege sensitization to latex products and have been required to seek medical attention as a result of this. Plantiffs further allege physical injuries including chest pain and tightness, dyspnea, facial, chest and arm rashes, nasal inflammation and fatigue, and loss of enjoyment of life.